Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, customer changed pump supplies and resumed insulin delivery.